Manufacturer narrative:
Pump received with an unresponsive keypad and isolated to the pump casing/keypad. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to unresponsive keypad. Unexpected battery power loss unknown. Pump received with moisture damage on the harness assembly vibrator. Pump received with corroded battery tube. (B)(4).

Event description:
Customer reported via phone call that they had issue with insulin pump. The customer blood glucose level was 97 mg/dl. The customer was assisted with troubleshooting. Customer stated that they was not able to get the insulin pump to recognize a new battery, they received regular low battery alerts and went to change the battery and confirmed no damage to the battery cap or battery compartment on insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.